Manufacturer narrative:
Product ID: 977a260, (B)(4), implanted: (B)(6)2014, product type :lead, product ID: 977a260, (B)(4), implanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an x-ray revealed that the lead had migrated from its original position. The plan was to revise the lead. The lead revision took place on (B)(6)2018. The rep was not able to determine which ins was involved in the event, but was going to check with a different rep to see if they had that information. Stimulation was adequate following the lead revision. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with two implantable neurostimulators (ins) for the treatment of cervical/neck, spinal pain and rsd/causalgia - complex regional pain syndrome. It was reported that the patient fell about a week prior to the report and ever since then, their settings have been uncomfortable. The patient did not specify which ins was affected by the fall. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-ray results were not yet available and were supposed to be available within a week. The rep reprogrammed the device to minimize stimulation in the ribs and stomach while still providing some coverage to pain areas. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on (B)(4) 2018 reporting that the patient fell on (B)(6) 2018. They noted progressive changes to their stimulation for their lower back and legs. They felt stimulation only in their stomach and ribs when adjustments were made to programs with the patient remote. An appointment with the manufacturer representative was held on (B)(4) 2018 to reprogram. All impedances were checked and all were confirmed to be within normal limits. Reprogramming was performed and no results that did not involve stimulation in the stomach and rib cage bilaterally. An x-ray was ordered to verify how the current lead placement compared to the original placement at implant. It was noted that if the leads were verified to be moved then the hcp would be discussing revising the leads. The results of the x-ray was not yet available at the time of the report. No further complications were reported.

Manufacturer narrative:
Information indicated that ins (B)(4) was the ins that received two leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that two leads were added to one of the inss. The original leads were left in the body as a placeholder. The patient reported much better stimulation and that the sensation was gone from their ribs and stomach. No further complications are anticipated.